Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Additional findings were observed during failure analysis but were not reported by the site. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.034¿ - 0.112¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pcs instrument (470184-13/n10200128 0003) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 4th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the submitted image was performed by a failure analysis engineer (fae). It was noted that a broken pitch cable wire was exposed right underneath the wrist location of the pcs. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer provided an image of the reported instrument, and upon image review, it was confirmed the pitch cable was broken. Additionally, the broken pitch cable was confirmed during failure analysis. Although there was no reported patient injury, this failure mode could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire on the permanent cautery spatula (pcs) was exposed, and the instrument allegedly could not be used smoothly. There was no report of fragment(s) falling inside the patient. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.